Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they felt a horrible intense feeling after being at a restaurant and grabbing a buzzer that would notify a person when their order is ready. The patient stated the feeling started at the ins and went down their legs and back up again and stated that they had immediately dropped the buzzer. The patient stated they would sometimes get a jolt with the intensity they had programmed but that was nothing like what they just mentioned. The patient also clarified this statement and confirmed that normal stimulation is what they had been referring to and there were no issues such as the buzzer issue they mentioned. The patient inquired why this might happen. Effects of electric magnetic interference (emi) were reviewed with the patient. The patient noted they occurred in the last week prior to the call. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient called and reiterated issues already documented. The patient reported they got a follow up letter and answered the inquiry for weight and noted there were no other questions on the letter besides weight. The patient also wanted to confirm the number for patient and technical services. There were no further complications reported/anticipated.